Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was related to procedure.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. If additional information is received a supplemental MDR will be submitted. Av disruption (is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet.). Av disruption is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. Av disruption is typically related to the procedure and/or friable tissue. The cause of the event cannot be determined; however, patient and procedural factors may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 25mm mitral valve was explanted at implant due to av groove dissociation. The explanted valve was replaced with another 25mm mitral valve. Patient also underwent concomitant coronary artery bypass x3 during the procedure. Patient expired on post-operative day 0. Medical records indicated the original reason for procedure was due to multivessel coronary artery disease, ischemic cardiomyopathy, and ischemic mitral regurgitation. Patient presented with congestive heart failure and nstemi. The posterior leaflet of the native mitral valve was severely restricted and the valve was not repairable. The 25mm mitral valve was implanted and tested and found competent with no perivalvular leaks. The patient was weaned from cardiopulmonary bypass and decannulated. There was significant bleeding noted from behind the heart. The patient was cannulated and initiated on bypass. The left atriotomy was re-opened. The 25mm valve was explanted. There was tearing noted on the posterior annulus in the area of p2. The posterior annulus was then reinforced with pledged sutures. The posterior annulus was then repaired with a bovine pericardial patch. Another 25mm mitral valve was then implanted. The valve was tested and found to be competent with no perivalvular leaks. Blood products were administered to reverse coagulopathy and there continued to be significant bleeding. The chest was packed open and the patient was taken to the ICU on maximal pressor/inotropic support and iabp. Patient was made dnr. Patient expired on post-operative day zero (0) due to hemorrhage.